Event description:
It was reported that balloon rupture occurred. A 8mm x 2.50mm nc quantum apex was selected for post dilatation. During the second inflation, the balloon ruptured at 16 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).